Event description:
The customer reported a failure to discharge during pt care. The customer also reported that there was no pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.